Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other proglide device referenced is filed under a separate manufacturing report number.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, the proglide failed in step #2. While pushing in the plunger, the needles did not attach to the cuffs. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to 18f and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿needles did not attach to the cuffs¿ was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B5: describe event or problem.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with two proglide devices using the pre-close technique via a 6f sheath prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, the proglide failed in step #2 with both devices. While pushing in the plunger, the needles did not attach to the cuffs. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to 18f and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.